Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart and an additional error alarm. Blood glucose level at the time of the incident was not provided. Review of the alarm history showed additional occurrences of the same error alarms. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed unexpected restart after battery change and resets time/date to factory default due to voltage leak at interface board. The device was received with all operating currents within specification and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected alarms noted during testing. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.